Event description:
It was further reported that the rv lead experienced a sudden increase in pacing thresholds. The lead remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv impedance has been rising from around 361 ohms on (B)(6) 2016 to 1064 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily rising impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.